Event description:
It was reported that the clips were fired already closed.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its outer tube disengaged and in the forward position. The positioning of the tube caused the jaws to be locked. A clip was closed in the jaws. The outer tube was manually pulled back to release the clip and jaws and it was found that the rotation tab was bent. The returned sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws and a broken hook from the second clip loaded into the jaws right behind the first clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the remaining clips were out of position in the channel and stacking on one another. The clip broke due to the clip stack. In addition to potentially causing clips to break, the clip stacking could prevent the clips from properly loading into the jaws. The clip stacking also caused additional damage to the device, including the following: the yoke is bent which indicates that the device jammed , and the tube fillers were found to be damaged. The damaged tube fillers caused the outer tube to become disengaged. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was confirmed based upon the sample received. One device was returned with its outer tube disengaged and in the forward position. The positioning of the tube caused the jaws to be locked and a clip was closed in the jaws. The outer tube was manually pulled back to release the clip and jaws and it was found that the rotation tab was bent. Upon functional inspection, it was found that the clips were out of position in the channel and stacking one another which caused the device to jam. The tube fillers were found to be damaged which caused the outer tube to disengage. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The clip stacking caused a clip to break in the channel and caused multiple damages to other components. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the clips were fired already closed.

Manufacturer narrative:
Qn#(B)(4). Corrected lot#: per DHR the product auto endo5 ml lot # 73j1800387 was manufactured on 09/17/2018 a total of 288 pieces. Lot was released on 09/21/2018. DHR investigation did not show issues related to complaint.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot# 73j1800387 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were fired already closed.